Manufacturer narrative:
The patient had a reported issue of inflow graft malposition captured under MFR # 2916596-2019-01308. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted to look for low flow instances beyond what was revealed on interrogation due to a concern for outflow graft thrombus. The event log captured some low flow events on (B)(6) 2023 where the calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute (lpm) and they occurred at times when the pulsatility index (pi) was elevated. Some of the low flow events were not sustained long enough to activate the audible alarm. The low flow events could be related to the patient issue that has been reported in the past of inflow graft malposition.

Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review. Manufacturer's investigation conclusion: the suspected outflow graft thrombus could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing on pump support. Additionally, evaluation of the patient¿s submitted log files confirmed a low flow alarm; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained events from 14mar2023 to 31mar2023. The pump operated as intended at the set speed for the duration of the log file. The log file recorded a low flow alarm on (B)(6) 2023 when the flow dropped below the low flow threshold of 2.5 liters per minute (lpm) for longer than 10 seconds. The left ventricular assist device (lvad) periodic log file contained events from 20jul2022 to 31mar2023. There was no notable trend in flow over time. The log files appeared to capture the pump operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the relevant sections of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.